Event description:
Boston scientific received information that this left ventricular lead displayed a rise in pacing impedance measurements and a loss of myocardial capture. A lead revision procedure was performed where it was determined the lead had dislodged. The lead was explanted and replaced. There were no adverse patient effects. The lead is to be returned for analysis.

Manufacturer narrative:
The lead has not been received as of today, should additional information become available, this report will be updated.